Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "metal on metal articulating surfaces have limited clinical history." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reported the patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain, soft tissue mass, clicking, popping, pseudotumor, and elevated metal ion levels. Legal counsel reported that muscle atrophy, pseudocystic lesion, soft tissue mass, and cystic lesion behind the cup were allegedly noted during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.